Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor. Motor passed motor test. The insulin pump had a cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.